Event description:
Customer reported that in 2006, after about 30 minutes of treatment, a nurse had noticed that incorrect weight change alarms were going off. The nurse then noticed that the tubing of the prismasate bag was creased and it was restricting flow. The pt was set up for 2000ml to be pulled, but the system was only pulling about 600ml. After the nurse noticed the problem, she switched to a second bag; however, the second bag's tubes were also creased. She was not sure of the values of fluid removal. She then opened a new case of prismasate, and the tubes on that bag were fine. There was no injury to the pt and the pt needed no medical intervention. Other: possibility for pt injury.

Manufacturer narrative:
The kinked tube caused the machine to alarm. The nurse addressed the alarm and corrected the issue by replacing the bag. There was no impact to the pt and no injury.